Manufacturer narrative:
Device evaluation follow-up #1 the device was returned to animas and evaluated by product analysis on 08/19/2015 with the following results:power issue was confirmed in history but not duplicated in testing. The black box shows evidence of unexplained por events battery cap was not returned with the pump. No damage found to battery compartment. A new test cap is able to fully tighten to the pump with no yellow o ring visible. Pump was exercised for 24hrs with test battery cap and returned cartridge cap; no por¿s were duplicated. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged an intermittent power issue with the pump, beginning (B)(6) 2015, and the patient had a blood glucose of over 600 with shortness of breath, thirst. Drowsiness and sleepiness. Patient discontinued pump use and received no unusual treatment. During troubleshooting, customer support found no issues with the pump. When the reporter inserted a new battery from a new pack, the pump powered on appropriately. This complaint is being reported as the patient experienced hyperglycemia related to the power issue.